Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a red screen error code found during testing. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes could not be downloaded from the ehl (event history log). The customer reported issue was duplicated during the investigation as, when powering up the device, the reported error was constantly displayed. Root cause of the reported issue is unknown, but the microprocessor unit (mpu) board was found to be defective. The defective mpu board will need to be replaced. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.